Event description:
Blood glucose was 702 mg/dl.

Manufacturer narrative:
(B)(4). Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs and dka found on (B)(6) 2023 (per ss event date). However, the customer's note stated that the pump was returned for an alleged possible under delivery and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 23-jun-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 23-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 195250 (19.525 u) dailytotalofbasalinsulindelivered: 195250 (19.525 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the event date of 19-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 19-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 650250 (65.025 u) dailytotalofbasalinsulindelivered: 392250 (39.225 u) dailytotalofbolusinsulindelivered: 258000 (25.8 u) (B)(6)2023 12:29:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 162000 (16.2 u) bolusamountdelivered: 162000 (16.2 u) (B)(6) 2023 13:54:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 46000 (4.6 u) bolusamountdelivered: 46000 (4.6 u) (B)(6) 2023 14:17:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) (B)(6) /2023 16:30:58.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1bgcorrection (6) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) (B)(6) 2023 20:51:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1bgcorrection (6) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 19-jun-2023 & 23-jun-2023 in the formatted history file. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:09:12.000 sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 06:13:26.000 (B)(6) 2023 06:23:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 17:35:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:41:43.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:42:19.000 (B)(6) 2023 15:42:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the pump reset due to battery backup depletion. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device and passed. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received with a depleted duracell alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling and a scratched case. Battery cap contact missing/damaged was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia at the time of the incident, with a blood glucose measurement of 275 mg/dl, due to an under delivery of insulin, as the insulin pump was not functioning properly. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was active at the time of the event. No further customer complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed to add in the initial report. The information has been provided in section h1 with this report.